Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device was unable to be retrieved. The device has not been removed after an attempted but unsuccessful unknown removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, four months of post-deployment, the patient scheduled for the filter retrieval; the right internal jugular vein was accessed. An inferior venacavogram was performed which demonstrates stable positioning of a bard denali infrarenal inferior vena cava filter. However, there was new thrombus present within the filter involving at least 50% of the filter basket close to the retrieval hook. In addition, there was a large thrombus extending from the filter into the inferior vena cava. This was seen downstream to the umbilicus and extending towards level of the renal veins. Due to the large thrombus burden the pigtail catheter was carefully removed over a guidewire and the sheath was removed. The filter was left in place. Therefore, the investigation is confirmed for retrieval difficulties. However, the investigation is inconclusive for pe post deployment. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the device has not been removed after an attempted but unsuccessful removal procedure. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.